Event description:
It was reported that an interrogation indicated three ventricular high rate episodes that were due to oversensing of noise. The lead remains in use. No patient complications have been reported as a result of this event.